Event description:
It was reported during an implant procedure on (B)(6) 2023, the right ventricular (rv) lead presented with an insulation anomaly. The rv lead was not used and replaced within the same operation, post-procedure the patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut/damaged and the outer coil was damaged in one location due to procedural damage. The cause of the reported event was due to procedural damage.